Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was stepped on the pump and the touch screen became cracked and unresponsive. The customer's blood glucose level was 136 mg/dl. The contact confirmed that insulin pens were available for alternate insulin therapy.